Manufacturer narrative:
Patient sex is unknown. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Device information is unknown. Initial reporter and information is unavailable. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pocket heating at the ipg implant site. In turn, surgical intervention may take place at a later date to address the issue.